Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the high rate cover was broken, the main clear cover was missing, both bail covers were missing, one case screw was missing, both bails were missing and the battery drawer was broken. (B)(4).

Event description:
It was reported the case is damaged. The device was returned for repair and calibration. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.